Event description:
It was reported that during a cryo ablation procedure that when starting up the cryo console a "pop" was heard. Upon attempting to restart the console an error message displayed that there was no input detected. The procedure was then completed with radiofrequency (rf) technology and the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the valve board was returned and analyzed along with the data files. The reported issue (power) has been confirmed by field service engineering at the site. Console (B)(4) failed the inspection due to a defective power supply as well as defective low pressure regulator gauge (pegged), proportional valve (mks) and valve board. The reported issue (pressure overshoot) has not been confirmed through testing and through data analysis. The valve board (B)(4) passed the performance test as per specification. The reported issue of inflation has not been confirmed through testing, as the product was not returned, but through data analysis. For the console n-6154, the replacement of the valve board, the mks valve, the power supply and the low pressure gauge resolved the issue. Preventative maintenance (pm) was also performed simultaneously along with these repairs. (B)(4).